Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. The battery cap reportedly secured to the pump. There was reportedly no moisture or corrosion observed in the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the pump powered on to a blank screen. There was evidence of moisture behind the display lens. A leak test failed due to a display lens leak. The pump was opened; there was evidence of moisture observed throughout the pump on the printed circuit board and display flex. The 24 hour/basal program was unable to be tested due to the blank screen. The battery compartment was also cracked below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.